Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, this is presumed to have caused unexpected stress to the cable due to the user's handling, and the image blinked because the cable unit failed. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus china sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following; the reported phenomenon was not reproduced. The camera cable was twisted and the endoscopic image was abnormal. The coupler was deformed. The s cover unit, coupler unit, remote control switch 1, 2, 3, and guide unit were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for abdominal examination, the endoscopic image of the device was flickering. The user completed the procedure with the device. The device was used with an olympus s190 series device. There was no report of patient injury associated with the event.